Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD) may be experiencing premature battery depletion. The monitoring voltage was found to be decreasing at a more rapid than expected rate. The ICD software was updated and the physician will be monitoring battery status/monitoring voltage on a regular interval, until the elective replacement indicator (eri) is reached. Implanted: 10/27/95 (implanted 10 months)